Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to infection, including the entire system. A new right ventricular (rv) lead was implanted with an external pacemaker as a temporary solution until the infection clears. No additional adverse patient effects were reported. This lead was disposed of at the facility.